Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate.

Event description:
It was reported that this pacemaker's battery had a year remaining last year but now has two years. Boston scientific technical services (ts) discussed battery calculation that the decrease in output or pacing percentage or rate may play a role and would change the bin the device uses for calculating longevity. The patient was then scheduled for a follow up checkup. As of this time, the device remains in service. No adverse patient effects were reported.